Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for malignant pain and other carcinoma. It was reported that they were not sure the pump was working and the patient was having issues with the personal therapy manager (ptm). They were able to get a bolus a couple of hours ago but the patient was having more pain and is now unable to get another bolus for 19 minutes, so the patient is in a lockout period. The pump was not alarming. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider. Trouble shooting was performed the next day. It was unknown what trouble shooting was performed. The issue had been resolved and everything was fine. The hcp had no further information.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.